Event description:
The healthcare professional reported that during an endovascular stent-assisted embolization procedure on (B)(6) 2023, the physician encountered resistance issue as a 4mm x 23mm enterprise 2 stent (encr402312 / 7161625) became impeded in the 150cm x 5cm prowler select plus microcatheter (606s255x / 30930690). The physician removed the stent with the microcatheter together and observed that the stent component remained in the microcatheter and the delivery wire of the stent was not connected to the stent body. New devices were used to complete the procedure. On (B)(6) 2023, the cerenovus sales representative provided additional information. The information indicated that a continuous flush had been maintained through the 150cm x 5cm prowler select plus microcatheter. The information indicated that both the stent and the microcatheter got damaged. The physician removed the stent with the microcatheter together and observed that the stent body remained in the microcatheter and the delivery wire of the stent was not connected to the stent body. It was not known if there were any visible kinks or other damages observed on the microcatheter. Nothing unusual was noted about the enterprise stent system prior to use. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter and the replacement stent was another 4mm x 23mm enterprise 2 stent. There was no allegation of patient injury related to the alleged product issues. The reported issues did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Initial reporter facility: affiliated hospital of (B)(6) university. Initial reporter address line 2: (B)(6). Based on complaint information, the device was not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7161625. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00132. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.